Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg had to be frequently charged. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg was not returned as it was disposed by the facility.